Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the lcd board. Unable to perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to blank display anomaly. Pump had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer accidentally walking into water with pump. Customer reported that as a result, display screen was pixilated and faded and then went blank. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.